Event description:
Journal reference: starkman js, wolter ce, scarpero hm, milam df, dmochowski rr. Management of refractory urinary urge incontinence following urogynecological surgery with sacral neuromodulation. Neurourol urodyn. 2007;26(1):29-35; discussion 36. We sought to explore our patient outcomes utilizing sacral neuromodulation in the management of refractory urinary urge incontinence following urogynecological surgical procedures. A total of 25 women with urinary urge incontinence following urogynecological surgery were selected for sns therapy and retrospectively analyzed. Reportable event: one patient had the ipg re-positioned due to site discomfort over the pulse generator at 21 months. See mfg rpt # 2182207200807719.